Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device did not alarm during the calibration time. The customer¿s blood glucose during the incident was 126 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Hardware low level failures was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing. No white display anomalies noted during testing. Manual boluses were delivered and monitored. All bolus deliveries were present in the daily history screen, no history anomalies noted during testing. No unexpected error message anomalies noted during testing. No failed battery test alarms noted during testing. No time and date anomalies noted during testing; time advanced properly. Device communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test bg value was displayed on the sensor glucose graph screen. No unexpected sensor is updating messages or sensor anomalies noted during testing.